Event description:
It was reported that when the carrier of the pico 7 dressing was removed, silicone adhesive did not remain on the dressing and removed with the carrier from the dressing, so it could not be used for treatment. A backup was available. No patient harm. No delay was reported.

Manufacturer narrative:
G4, h2, h3 and h6. The device, intended for use in treatment, was not returned for evaluation. Therefore we were unable to confirm a relationship between the reported event and the device or identify a definitive root cause. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The wound contact surface of pico 7 is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. A complaints history review was carried out using the part number provided, there have been further complaints reported with this failure mode in the past three years. An ongoing internal project is being carried out the reported failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.